Event description:
It was reported that the patient presented in clinic. Interrogation showed the patient's right ventricular (rv) lead was exhibiting high capture thresholds. The patient was asymptomatic. The physician explanted and replaced the lead. The patient was stable throughout.

Event description:
Additional information received showed that the right ventricular (rv) lead had intermittent capture.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. High potential test failed due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.